Event description:
The customer reported that they received a crash error code while using the stitching protocol. This error code may result in unit shutting down intermittently. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service engineer advised the customer that this error is resolved by applying a accumulative patch to the software. (B)(4).